Event description:
On 6/13/2024 it was reported by a sales representative via sems-(B)(4) that an ar-6480 dualwave arthroscopy pump outflow malfunctioned with no further information provided. This was discovered during a procedure with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for evaluation. Functional testing was unable to be performed due to the damage to the outflow portion of the device. The returned device was visually inspected and noted the outflow connecting plate and rollers were missing from the device and were not returned. The most likely cause for the reported failure can be attributed to misuse due to a user modification. Refer to investigation photos.